Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v365060, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v365060, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported not long after implant in 2009, their bladder stimulator did not work, it was indicated that it stopped. It was stated that health care provider stated that maybe it would not work for him. It was noted that it worked for a while and quit. It was indicated that it did not work for very long. The patient reported loss of therapeutic effect. A follow-up report will be sent if additional information becomes available.